Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via website posting air bubbles and high blood glucose. The customer's blood glucose was 400mg/dl at the time of incident and current blood glucose is 330mg/dl. Customer was contact and reported air bubbles are present and prevent from insulin to be delivered. Customer treated with bolus and unable to trouble shoot for the high blood glucose or device issue . The insulin pump will not be returned for analysis.